Event description:
It was reported that, during the procedure, the metal cap separated from the fiber. There were no clinical consequences to the patient.

Event description:
It was reported that, during the procedure, the metal cap separated from the fiber. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed that the glass cap was rotating independently of the metal cap, indicating a glue failure. The glass cap exhibited severe devitrification. The metal cap exhibited severe charred detritus adhesion. The fiber was tested with hene laser fixture which found no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported metal cap separated from the fiber as there was no physical separation identified. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during the procedure, the metal cap separated from the fiber. A second fiber was used to complete the procedure without clinical consequences to the patient.